Manufacturer narrative:
Continuation of d10: product ID b3400060m lot# serial#(B)(6) implanted: (B)(6) 2024. Explanted: product type extension product ID b3300542m lot# serial# (B)(6) implanted: 2024-03-28 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: va2tpquv25, ubd: 07-aug-2025, UDI#: (B)(4) ; product ID: b3300542m, serial/lot #: (B)(6), ubd: 25-sep-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has an open circuit on contact 9c shortly after implant (less than 4 days). Patient was not involved in any falls or accidents which could explain the damage to the circuit. No interventions were taken as patient is able to receive therapy using other contacts. Initial impedances were done on 2024-03-28 and no open circuits were done. Open circuits were found on (B)(6) 2024. There are no patient/external/environmental factors contributing to this event. The issue has not been resolved at the time of this report. No symptoms were reported. Additional information was received stating that the cause of the open circuit was not determined. Pressure was placed on the leads to try and bridge the circuit and determine location of the break, and subsequent impedance tests were ran to see if the short was intermittent. The open circuit was not resolved, the contact is facing away from the anatomical target, so it will not be used in therapy. Plan is to leave the system in situ and use the remaining contacts.